Manufacturer narrative:
Device evaluation summary: the stent had moved distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to the 28th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion located in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient was reported to be alive with no injury.